Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had an absence of vibration. Customer's blood glucose was unknown mg/dl. The customer stated that his insulin pump alerts stop working. The customer has the pump set to vibrate. The customer suspended the device and hit resume and it did not beep or vibrate. The customer stated that when it finished rewinding it would vibrate. The customer run a self-test and the device beep but did not vibrate, it failed the self-test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.